Manufacturer narrative:
This is the final report.

Event description:
A report of lead migration and pocket site discomfort was reported by the patient. The lead was moved laterally and the ipg battery was relocated to a more comfortable pocket site. The patient is reportedly doing well.